Manufacturer narrative:
(B)(4): the customer reported getting an error 1000 and that the wrong energy was being delivered. No adverse pt impact was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported getting an error 1000 and that the wrong energy was being delivered. No adverse pt impact was reported.